Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. The patient was treated with fortum (1 gram per two liters, route and frequency not reported) and vancomycin (1 gram per two liters, route and frequency not reported) for the event. At the time of this report, the patient was recovering. Action taken with dianeal therapies was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.